Event description:
Baxter reports that a pt was admitted to the hosp with peritonitis. The staff at the hosp noticed that there was lots of air in the drainage bag, and discovered a hole at the connector end of the trasfer set. No further details are available at this time.